Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that there was poor suction during treatment on the pt's right eye. The surgeon chose to replace the suction ring and cone and proceed to create another flap. The flap was lifted and the pt was treated. Additional info was requested. The customer returned a partially completed questionnaire which included only one day post-op info. The post-op target was not disclosed. No additional info is expected.